Event description:
A review of service data has detected a reportable event. Upon servicing, monitor sn (B)(4), fired a monophasic pulse. The last patient to use this monitor did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. Upon evaluation, the monitor delivered a monophasic pulse during incoming pulse testing. A root cause investigation of the monophasic pulse is currently underway. No adverse events resulted from the monophasic pulse. The last patient to use this monitor did not report any deficiencies.